Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting rhythm where the atrial sensor indicated rate was being overtaken by slow ventricular rates. No changes or intervention was reported. The patient was in stable condition.